Event description:
The customer reported a false positive architect total b-hcg result on a (B)(6) female patient. Results provided: 93.40 / < 1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Return testing was not completed as returns were not available. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The ticket search determined that there is slightly higher complaint activity for this lot number but there are no trends for the product related to patient results. The overall performance of architect total ss-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The number of standard deviations to the cut-off and the median of the negative populations is within the established limits and within the historical range of the architect total b-hcg assay. Additionally, accuracy of the architect total b-hcg assay has been evaluated with a retained in-house kit of the same lot# 27541ud02 and met all specifications, confirming that this lot is meeting the architect total b-hcg product requirements. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the architect total b-hcg lot# 27541ud02.